Event description:
A healthcare professional reported that a patient was injected with juvéderm® voluma¿ xc, juvéderm® volbella¿ xc, and skinvive¿ by juvéderm®. Approximately 2 months after injection, patient received ipl treatment. 5 days later, patient complained of pain and swelling to upper lip, cheeks and jaw. The patient will be returning to the office and has about 15 lumps/granulomas in jaw and cheeks. Biopsy was not provided. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-(B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.